Event description:
The company received information that suggested that the device was inserted in 2007 by his caregiver, and soon after a leak was noted between the inner and outer cannula. The caregiver changed the inner cannula but the leak remained. The customer reported that on four days later, the patient was re-intubated by the ER doctor using a 6dfen of the previous design and the problem resolved. The customer reported that the tube in question is not available for return to the manufacturer.